Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 55840007535, 510k# k113174 and upn (B)(4) is cleared in the us. (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: post-op x-rays show l4-s1, posterior spinal instrumentation. There is complete loss of the lumbar lordosis, suspect severe sagittal imbalance and poor bone quality as the likely reasons for construct failure and hardware loosening.

Event description:
Pre-op diagnosis:spinal canal stenosis procedure: posterior lumbar interbody fusion (plif) at l4/5, transforaminal lumbar interbody fusion (tlif) at l5/s1 procedure(revision): l3/4 plif, replacement of pedicle screw at s1, extension of fixation range to s2ai. It was reported that on unknown date post-op, the screws were loosened. Patient underwent a revision surgery for removal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.